Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were due to right heart failure. A direct correlation between (B)(6) and the reported right heart failure, as well as the reported arrhythmia, could not conclusively be determined. The submitted log file, which contained data from 22apr2021 to 26apr2021, contained frequent transient low flow hazard alarms. The pump speed remained above the low speed limit for the duration of the file and the system appeared to function as intended at the set speed. The patient remains ongoing on the heartmate ii left ventricular assist system (lvas) serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number 35766 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including right heart failure and arrhythmia. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters, describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This section also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists, and also that "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section also outlines treatment options for right heart failure. Section 6 lists arrhythmia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. However, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Heartmate ii lvas patient handbook is currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms that were physiological in nature. It was noted that the patient had a sinus rhythm instead of paced. Vital signs were stable. The patient had a right heart catheter done to determine the speed adjustment and heart pressures. There were no left ventricular assist device (lvad) issues and labs were stable. The low flow alarms were reported to be due to right heart failure. The patient was noted to still be having the alarms intermittently. The patient was asymptomatic and stable. The patient had a milirone infusion. The patient had a history of driveline repairs with a recent re-rescue taping 1.5 inches from the bend relief two weeks prior fro noted driveline casing tears. There was no additional damage to the site. No additional information was provided.